Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3 ml ll 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8318741. Per email: reported issue: per customer - syringe has been leaking at multiple locations within the hospital.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no. 309657, batch no. 8318741. Per email: reported issue: per customer - syringe has been leaking at multiple locations within the hospital.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. In the analysis of the retention samples no defect was observed with the connection, the leak test presented satisfactory results. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.